Manufacturer narrative:
Manufacturer investigation conclusion the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , did not reveal any device-related issues that would have contributed to the reported event. Additionally, a direct correlation between (B)(6) , and the report of severe aortic insufficiency could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 8¿ from the pump housing. The distal portion of the pump cable measuring approximately 17¿ was also returned. The modular cable was not returned. Native tissue was returned adhered to the apical cuff and surrounded the sealed outflow cannula. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly attached over the sealed outflow graft hardware. The apical cuff was returned and secured with the fully engaged cuff lock. Evaluation of the pump¿s blood-contacting surfaces revealed the presence of soft, coagulated blood within the distal end of the inflow cannula, the textured surface of the graft attachment, and the textured blood-contacting surfaces of the pump outflow and pump cover. The blood was unstructured, was not adhered to the blood-contacting surfaces, and showed no evidence of denaturation, suggesting that it was not likely present during support. The evaluation did not reveal any evidence of developed thrombus formations in the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07feb2019 via ifs order number (B)(4). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 5 ¿surgical procedures¿ warns that ¿moderate to severe aortic insufficiency must be corrected at time of device implant.¿ section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." The heartmate 3 lvas patient handbook, rev. C. Is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a transplant on (B)(6) 2021.the patient was elevated to status 3 on the transplant list due to severe aortic insufficiency. The patient had worsened heart failure symptoms and worsened activity tolerance. The device operated as expected.